Manufacturer narrative:
Product complaint # (B)(4). Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver tip was not returned for analysis. Device was then sent for fracture analysis. The fracture analysis report reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. This suggests that the fractured tip underwent a quasi-static overload torsional shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the screwdriver¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There are 2 components to this complaint. The non union and a broken driver tip. On (B)(6) dr. (B)(6) performed a revision on a patient with a l4-s1 posterior lumbar fusion with depuy expedium 5.5mm rod system. The surgery date of this surgery is unknown. The patient never healed at the l5-s1 segment and has a nonunion at that level. As part of the revision, dr. (B)(6) performed a l5-s1 alif on the patient with synfix evolution. He then flipped the patient prone and did the posterior hardware revision (no issues with existing hardware). He removed the set screws and rods bilaterally. He then replaced the l5 and s1 expedium ti 5.5mm rod system screws. He replaced these screws with larger diameter screws - unknown sizes, part #'s, and serial #'s ((B)(6)). While placing the new right s1 screw, the driver tip broke off in the screw. Dr. (B)(6) used a metal cutting burr to remove the broken driver tip in the right s1 screw. No part of the driver tip remains in the patient. The time delay was about 5 minutes to get the fragment out. Dr. (B)(6) then successfully completed the procedure. No response letter is needed. Patient height and weight are unknown. No additional information is available. I need a replacement for the broken screwdriver 2797-12-400. (B)(6) - (B)(4). Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.